Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided showing tubes post centrifugation. Additionally, 4 retention samples from bd inventory were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450 rpm for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel globules. All 4 tubes produced globules. No definitive root cause could be established for the reported defect, however it is understood that patient conditions, tube storage and processing conditions, and centrifugation settings, can impact the quality of the serum and the presence of gel globules. Tubes should be stored at 4-25°c throughout distribution and at the customer site. Temperature fluctuations may impact gel performance. Exposure to high temperatures prior to use and during processing and centrifugation may lead to an increased formation of gel globules or oil droplets in the serum. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was a clogged/blocked instrumentation probe. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: there was "buildup of gel on the probe. A build of gel is observed on inspection of the sampling probe."